Manufacturer narrative:
During the onsite demonstration, it was observed that the customer was using what appeared to be a patient-like toothbrush to clean the scope, which is considered incorrect or insufficient reprocessing of the scope. According to the IFU for a gf-uct180 olympus scope, maj-1534 is recommended to be used to complete the cleaning steps. This information was provided to the educational registered nurse and the equipment manager on staff at the facility. The onsite in-service demonstration was completed. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
An endoscopy support specialist visited the facility to conduct an onsite in-service cleaning and disinfection demonstration for an evis exera ii ultrasound gastrovideoscope. During the visit, it was discovered that the customer was using a brush outside of the instructions for use (IFU) to clean the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the onsite demonstration.

Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed the procedure was completed without using the recommended brush at the time of cleaning. The inspection method for the event is described in the instructions for use: olympus gf type uct180. Chapter 7 cleaning, disinfection, and sterilization procedures. 7.1 required reprocessing equipment. Preparation of the equipment. Olympus will continue to monitor field performance for this device.